Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose level. The customer¿s blood glucose level was 10.4 mmol/l. At the time of incidence. Customer¿s current blood glucose level was 21.9 mmol/l. And 13.1 mmol/l. Customer was treated with glucose for low blood glucose level. Customer was alleging that the insulin pump was not delivering insulin in right manner. Customer was treated with glucose for low blood glucose level and with manual injection for high blood glucose level. The reservoir will not be returned for analysis.